Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire was confirmed. The product returned for evaluation was one guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire. The weld tip of the wire was missing and could not be accounted for during the evaluation normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
H11: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported, clinician was placing a PICC as normal. He was in the vein and inserted wire and met resistance in the shoulder and started to retract the wire back. He met resistance like the wire snagged. Pulled the needle out and started to pull the wire and still met resistance. The outside coil of the wire, outer winding of the wire came out, but realized that there was still wire in the patient. He left the torniquet on an applied pressure where the wire was. Felt like the wire snagged on the bevel. The patient was restless and moving. The vein half a centimeter deep. 42% cvr. 4frdl. Patient got chest x-ray and confirmed wire was in the vein and looked through ultrasound. Patient got into surgery and the wire logged itself into the tissue. The doctor retrieved wire. Nurse pulled (B)(4) kits of that lot # and set them aside. Patient was 39 years old with pneumonia. White count over 50,000. He was in the ICU. Acute onset chf.